Manufacturer narrative:
Following confirmation of revision or explant, this event will be further updated.

Event description:
Boston scientific received information that the patient with this device reported two episodes of dizziness with vision impairment. The patient later visited the physicians office at which time it was noted the device was not functioning correctly and would need to be replaced. No additional information has been provided and no system replacement to date.